Event description:
It was reported that the pt is experiencing hip pain. Primary hip performed using direct anterior approach.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.